Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported a high blood glucose reading of 593 mg/dl with her normal reading being 150-200 mg/dl. She stated she brought her blood flucose levels down by giving herself injections of insulin. During troubleshooting, the patient stated she noticed an air bubble in the cartridge of her insulin infusion device during her high blood glucose event. She said she was able to clear the air bubble by changing the cartridge. She stated she discarded the used cartridge. Troubleshooting found no further issues. On follow up, the patient stated she is fine and everything is back to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.